Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced persistent pain at the ipg site regardless of stimulation. Surgical intervention will take place to address the issue. The event date is unknown at this time.